Event description:
It was reported the patient presented to the emergency room with bradycardia feeling faint and extremely tired. The pacemaker appeared to no be pacing and could not be interrogated. The pacemaker was explanted and replaced. The patient was in stable condition.

Event description:
New information noted the suspected cause was premature battery depletion.

Manufacturer narrative:
The reported events of premature batter depletion, no pacing, and failure to interrogate were confirmed. As received, the device was returned with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.